Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17aug2019. Customer stated that machine pressure is off. Ts recommended swapping solenoids 2 and 4 to identify which solenoid possibly failed. Call back to customer confirmed that issue was resolved when customer lubricated the sensors and repositioned solenoids 2 and 4. Customer was able to resume preventative maintenance (pm) tests. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support (ts) stating that unit failed test four for pressure accuracy. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.